Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that a free flow event occurred involving nitroglycerin and insulin infusions on a post op open heart patient admitted to cardiovascular intensive care unit. The nurse was in the room at the time of the event and observed the free flow of infusions and stopped them immediately. The intended rate for insulin drip was 1.8units/hr (100 units/ns 100ml dose/concentration). Intended rate for nitroglycerin drip was 50mcg/min (50mg/d5w 250ml dose/concentration). Due to free flow of insulin, potassium and blood glucose levels of the patient decreased. Dextrose 10% in water infusion started and dextrose 50% bolus was administered. Patient remained intubated and additional laboratory monitoring for potassium levels as well blood glucose finger sticks were done. Patient was discharged home with no further issues.

Event description:
It was reported that a free flow event occurred involving nitroglycerin and insulin infusions on a post op open heart patient admitted to cardiovascular intensive care unit. The nurse was in the room at the time of the event and observed the free flow of infusions and stopped them immediately. The intended rate for insulin drip was 1.8units/hr (100 units/ns 100ml dose/concentration). Intended rate for nitroglycerin drip was 50mcg/min (50mg/d5w 250ml dose/concentration). Due to free flow of insulin, potassium and blood glucose levels of the patient decreased. Dextrose 10% in water infusion started and dextrose 50% bolus was administered. Patient remained intubated and additional laboratory monitoring for potassium levels as well blood glucose finger sticks were done. Patient was discharged home with no further issues.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.